Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the customer received no delivery alarms. The customer's blood glucose level unknown. The customer's levels had been as high as 567mg/dl. The mother states the alarm was resolved by reservoir change. The customer was advised to monitor the device.